Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and battery out limit alarm on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via insulin pump and manual injections. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer performed the high pressure test and the device alarmed. Customer advised the insulin pump alarmed battery out limit after they replaced the battery on the device.